Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 04-jun-2022 to 03-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the issue was caused by the windows update failure. A technical support specialist confirmed that the issue was resolved after it was rebooted by the customer. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message prior to the start of a procedure, causing a 15-30 minute delay to patient care. Customer added that the pharmacy was able to shut down the machine and rebooted it to retrieve the required medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device's logs showed "installation failure: system update failed". A technical support specialist confirmed that the system update automatically updated after it was rebooted by customer. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system displayed an error message prior to the start of a procedure, causing a 15-30 minute delay to patient care. Customer added that the pharmacy was able to shut down the machine and rebooted it to retrieve the required medications. There were no adverse events or injuries reported based on this event.